Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient experienced hyperglycemia and felt sick, and she believes the infusion device failed to provide an e4 occlusion error when insulin was not delivered. Her blood glucose was 7.0 mmol/l (126 mg/dl) at 12:30 pm and she delivered 5.9 ie via the infusion device, 26 mmol/l (468 mg/dl) at 2:30 pm and she delivered 5.5 ie via the infusion device, and 28 mmol/l (504 mg/dl) at 4:30 pm. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The two returned unused infusion sets were visually inspected and tested for flow and tightness. The test results were within specifications.